Manufacturer narrative:
Per -(B)(4) initial report. Additional information, including the lot code of the metafix stem, pictures of the explanted stem, whether the stem will be returned for analysis, part no. And lot codes of any other corin devices that are revised, patient age, weight, height, activity level and medical history, post primary and pre revision x-rays, operative notes, when did the stem fracture occur, what was the patient doing at the time of the stem fracture, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the device lot code, the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix revision after approximately 8 years and 3 months due to fracture of the stem.

Event description:
Metafix revision after approximately 8 years and 3 months due to fracture of the stem.

Manufacturer narrative:
(B)(4). Final report. Additional information, including the lot code of the metafix stem, pictures of the explanted stem, whether the stem will be returned for analysis, part no. And lot codes of any other corin devices that are revised, patient age, weight, height, activity level and medical history, post primary and pre revision x-rays, operative notes, when did the stem fracture occur, what was the patient doing at the time of the stem fracture, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision has been requested in order to progress with the investigation of this event, however, not all information could be provided and thus the scope of the investigation was limited. It was reported that the patient had experienced two traumatic dislocations prior to the stem fratcure and also a previous revision due to infection. The reporter stated that the device lot code was not known and that the explanted devices had been thrown away following the revision and thus could not be returned. As the device lot code is unknown, the relevant device manufacturing records cannot be identified or reviewed. Based on the available information, no further investigation can be conducted and the root cause has not been determined. It is possible that the previous traumatic dislocations experienced by the patient may have contributed to this event, however, this has not been confimed. This case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.